Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted no abnormalities to the outside of the device. Functionally the handle unable to be loaded with a representative roticulator loading unit. The internal components were evaluated and it was noted that the channel yoke was not inserted into the cavity of the short link. Trace marks were noted indicating that the components had been properly assembled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The observed condition can be replicated by exerting force to the loading unit, forcing it to articulate without activating the articulation mechanism of the stapler. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracic (lobectomy) surgery, after the fourth firing, the device did not fire. The surgeon was not able to squeeze the handle and press the green button. The stapler functioned as intended for the first four firings and on the fifth reload, it jammed. Replaced by another device to complete the case. No patient injury.